Event description:
On 01/03/01 the account report a hgb of 6.8 g/dl. The patient was crossmatched. The sample was retested and the ghgb was 9.0 g/dl. The transfusion was cancelled based on the repat result.